Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Reporter stated that a patient had a stoma created with placement of a duopa/ peg- j tube. The patient's spouse reported to the reporter that the pegj tube was clogged. Follow-up by the reporter determined that tube came out on (B)(6) 2017 and the tubes were not clogged. A physician replaced both the peg and j tube on (B)(6) 2017 as an outpatient. The tubes are working well. The device is not available for evaluation. No further information is available.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.